Event description:
Event verbatim [preferred term] she states she put that heatwrap on her back and thought to herself "man, this is scorching my back" [feeling hot] , she states she put that heatwrap on her back and thought to herself "man, this is scorching my back" [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. A 66-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), on an unspecified date, (she had used the thermacare heatwraps for years, maybe 6-10 years ago) as needed for back pain. Medical history included back issues/back injury. There were no concomitant medications. The patient explained she was having back issues, she injured her back. The patient bought the kind of wrap that went around waist. She knew this product got recalled so she took it back to (pharmacy name). The patient clarified she brought the box home and used one of them. She explained over the day the heatwrap turned into a rope. It had velcro but it sticks and the heatwrap would roll up across her stomach. However, she later saw on the news that there was a recall because there was something wrong with them and the heatwraps got really hot. She stated she put that heatwrap on her back and thought to herself, "man, this is scorching my back." She confirmed she was the only one who used the recalled product. The patient explained she used the recalled heatwrap probably last month in (B)(6) ((B)(6) 2019). She might have purchased the product in august. She bought them and sometimes forgot about them. She didn't have any upc, lot number or expiration dates to provide since she took the product back. The action taken with thermacare heatwrap and the outcome of the events was unknown. According to the product quality complaint group: severity of harm was s3 for complaint sub-class: adverse event/serious/unknown. Dchu conclusion: please refer to 'brief complaint description' for the complete complaint description. A summary investigation is being performed as providing the batch record information is the manufacturing site's requirement. Based on the complaint narrative, the patient stated the heat wraps were too hot to use. There was no report of burn injury. Review of complaint description concludes there is no device malfunction. Additional information has been requested and will be provided as it becomes available. Follow-up (19nov2019): this is a follow-up report from the product quality complaint group includes severity rating, device data updated (lot number and expiration date removed); and medwatch report type (adverse event) removed. Follow-up (25nov2019): new information received from product quality complaint group included: dchu conclusion, and case upgraded to serious. Company clinical evaluation comment: based on the available information, the report of "she put that heatwrap on her back and thought to herself, man, this is scorching my back" as described is considered serious injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The reported device issue is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available., comment: based on the available information, the report of "she put that heatwrap on her back and thought to herself, man, this is scorching my back" as described is considered serious injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the events cannot be ruled out. The reported device issue is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available.

Event description:
Event verbatim [preferred term] she states she put that heatwrap on her back and thought to herself "man, this is scorching my back" [device issue]. Case narrative:this is a spontaneous report from a contactable consumer. A 66-year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), on an unspecified date, (she had used the thermacare heatwraps for years, maybe 6-10 years ago) as needed for back pain. Medical history included back issues/back injury. There were no concomitant medications. The patient explained she was having back issues, she injured her back. The patient bought the kind of wrap that went around waist. She knew this product got recalled so she took it back to (pharmacy name). The patient clarified she brought the box home and used one of them. She explained over the day the heatwrap turned into a rope. It had velcro but it sticks and the heatwrap would roll up across her stomach. However, she later saw on the news that there was a recall because there was something wrong with them and the heatwraps got really hot. She stated she put that heatwrap on her back and thought to herself, "man, this is scorching my back." She confirmed she was the only one who used the recalled product. The patient explained she used the recalled heatwrap probably last month in september. She might have purchased the product in august. She bought them and sometimes forgot about them. She didn't have any upc, lot number or expiration dates to provide since she took the product back. The action taken with thermacare heatwrap and the outcome of the event was unknown. According to the product quality complaint group: severity of harm was s3 for complaint sub-class: adverse event/serious/unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (19nov2019): this is a follow-up report from the product quality complaint group includes severity rating, device data updated (lot number and expiration date removed); and medwatch report type (adverse event) removed. Company clinical evaluation comment: based on the available information, the reported device issue (she states she put that heatwrap on her back and thought to herself, "man, this is scorching my back) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available, comment: based on the available information, the reported device issue (she states she put that heatwrap on her back and thought to herself, "man, this is scorching my back) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available.

Event description:
She states she put that heatwrap on her back and thought to herself "man, this is scorching my back" [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare lower back & hip), device lot number x25957, expiration date aug2029, on an unspecified date, (she has used the thermacare heatwraps for years, maybe 6-10 years ago) as needed for back pain. Medical history included back issues. There were no concomitant medications. The patient explains she was having back issues, she injured her back. The patient bought the kind of wrap that goes around waist. She knows this product got recalled so she took it back to (pharmacy name). The patient clarifies she brought the box home and used one of them. She explained over the day the heatwrap turned into a rope. It had velcro but it sticks and the heatwrap would roll up across her stomach. However, she later saw on the news that there was a recall because there was something wrong with them and the heatwraps got really hot. She states she put that heatwrap on her back and thought to herself, "man, this is scorching my back" she confirms she is the only one who used the recalled product. The patient explains she used the recalled heatwrap probably last month in september. She might have purchased the product in august. She buys them and sometimes forgets about them. She doesn't have any upc, lot number or expiration dates to provide since she took the product back. The action taken with thermacare heatwrap and the outcome of the event was not reported. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the available information, the reported device issue (she states she put that heatwrap on her back and thought to herself, "man, this is scorching my back) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available, comment: based on the available information, the reported device issue (she states she put that heatwrap on her back and thought to herself, "man, this is scorching my back) was identified while using the device. No adverse event was associated with the use of the device. This is a single potential device malfunction which has a theoretical risk to cause skin burn. This case will be re-assessed should additional information becomes available.